Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the cause for the valve stenosis was not known. It is possible that the sapien 3 was not fully expanded within the pre-existing surgical valve at the time of the valve-in valve procedure. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately one year and seven months post implant of a 23 mm sapien 3 valve within a 23 mm non-edwards surgical valve in the aortic position, the patient developed symptomatic aortic stenosis. A post dilation was performed with good results. At the time of the report the patient was stable. As per medical opinion, the cause for stenosis was not known.

Manufacturer narrative:
Additional information was received. The patient¿s valve area was 0.5cm2, the index area was 0.75cm2 and the velocity was 5m/sec. The mean gradient was 60mmhg and the peak gradient was 100mmhg. Leaflet mobility was good. There was no valve regurgitation, leaflet thickening, calcification, host tissue/pannus, thrombus or vegetation. The additional information does not change the results of the investigation.